Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. The hospital biomed verified the malfunction. The biomed inspected the device and replaced the bdu cpu. The unit passed extended self testing.